Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 387 mg/dl. During troubleshooting, customer changed infusion set and reservoir and manually pushed plunger and insulin did not exit causing no delivery alarm. Customer was advised that insulin pump would need to be replaced.